Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported steerable guide catheter leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that during preparation of the sgc, the device failed to hold column. There was no damage noted to the device. The device was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.